Event description:
Passed away [death]. Case narrative: case (B)(4) is a serious, spontaneous case received from a health professional via regulatory authority in united states. This report concerns a patient (no identifiers reported) who passed away per the doctor's office staff during treatment with euflexxa (sodium hyaluronate) solution for injection 10 mg/ml, unknown dose and frequency, for an unknown indication from an unknown start date to an unknown stop date. The patient passed away on (B)(6) 2019 per the doctor's office staff. Euflexxa arrived at the doctor's office on an unknown date in 2019 and it was unknown if the patient received the injection that day. The patient died on (B)(6) 2019 due to an unknown reason. Action taken with euflexxa was not applicable. No concomitant medication was reported. All events in the case were reported as serious. The case outcome was fatal. Overall listedness (core label) is unlisted. Reporter causality: related. Company causality: not related. Other case numbers: internal # - others = mw509875. This ae occurred in united states and concerns the medical device euflexxa. Please report to your local health authority if required by local law. This ae is not reportable in EU because it did not occur in a EU + efta country and did not result in a corrective action by the manufacturer. No corrective action was done by the manufacturer or requested by regulators.